Event description:
Xu y, yang w, li x, et al. Endovascular treatment and hybrid surgery for extracranial internal carotid artery aneurysms. Annals of vascular surgery. 2025;115:206-216. Doi:10.1016/j.avsg.2025.02.022 literature was reviewed regarding "endovascular treatment and hybrid surgery for extracranial internal carotid artery aneurysms" (eicaas). The objective was to evaluate the outcomes of endovascular treatment and hybrid surgery for eicaas treated at the authors' institution. The time frame of this study was january 2013 to june 2023. Twenty-eight patients diagnosed with eicaa and treated with endovascular treatment or hybrid surgery were retrospectively reviewed. The mean age of patients was 61.0 years, and 21 patients (75.0%) were male. The following medtronic device was mentioned: 6 × 30 mm bare metal stent (solitaire, medtronic)-used in the endovascular treatment group. A 59-year-old man was diagnosed with an extracranial carotid artery aneurysm after suffering a minor stroke. Preoperative cta revealed a true aneurysm located in the left ica. To establish vascular access, the right femoral artery was percutaneously punctured. After placing a guide catheter in the bifurcation of the cca, angiography was performed. A 6 x 30 mm bare metal stent (solitaire, medtronic) was deployed in the lesioned artery, and coil embolization was used to stuff the sac. Immediate angiography revealed that the aneurysm was excluded with no endoleak. At 4 months, dsa demonstrated stent patency with no evidence of restenosis or end oleak the article does not state any technical issues during use of the solitaire stent deaths occurred in the study population. -two deaths during follow-up (one in the endovascular group and one in the hybrid group), both not related to eicaas. Cause was not reported. Among patient adverse events included: - in the endovascular treatment group, one patient (1/15, 6.7%) experienced a minor stroke (national institute of health stroke scale score of 2) the day after surgical intervention that presented as paralysis of the right hand and tongue extension that deviated to the right. The symptoms of his stroke resolved after 5 days of antiplatelet treatment. -one patient underwent endovascular reintervention 12 months post-procedure due to severe restenosis -one patient (1/14, 7.1%) in the endovascular group experienced moderate stenosis detected by cta 18 months after the procedure. As he was asymptomatic, he received medical treatments and underwent regular follow-up. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: xu, y., yang, w., li, x., wang, x., pan, d., yuan, z., han, l., huang, k., ding, z., wu, z., qiu, c., <(>&<)> wang, x.. Endovascular treatment and hybrid surgery for extracranial internal carotid artery aneurysms. Annals of vascular surgery 115:206-216 2025. Doi:10.1016/j.avsg.2025.02.022 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.